Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: ¿assess access site for bleeding and hematoma.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 59-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. During support, it was documented that the patient experienced bleeding from their access site . The patient was taken to the operating room where an unspecified procedure was undertaken to resolve the bleed. The source of the bleeding was unknown. Support continued with the implanted pump following the intervention.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major has been completed. The device was not returned for investigation. Per the provided clinical information, the root cause of the access site bleeding was unable to be determined as limited clinical details and no product were returned for investigation.